Event description:
It was reported that during a tibial angioplasty procedure, a guidewire detachment or separation occurred. The unspecified lesion was located in the tibial artery. A short taper 300 cm straight tip v-14 controlwire guidewire was advanced into the target vessel; however, the tip of the wire fell off. The physician was not able to retrieve the wire out of the body, it was left in the branch of a small artery in the patient's leg. The procedure was completed with a different device. The patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device has not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).